Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer programmed multiple bolus entries for blood glucose (bg) values of 219 and 213 (mg/dl), and delivered the recommended correction bolus. Reportedly, the customer acknowledged that the two correction bolus' had been delivered; however, the customer had intended to only deliver one correction bolus. Tandem technical support recommended the customer consult with health care provider to prevent an adverse event (ae). The customer acknowledged the advice and declined further assistance from tandem technical support.